Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed sometime between (B)(6), 2010. The exact date of placement is unknown. According to the complainant, on (B)(6), 2010, the y-port of the device was found to be torn and leaking. Tape was used on the y-port until (B)(6), 2010, when the device was replaced with another of the same type of y-port. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
A visual evaluation found that the side of the feeding port was torn jaggedly. The tear ran along the length of the y-port. The returned unit was consistent with the complaint incident that the device was torn. The tear appears to be due to repeated use and how the device was handled during that use causing it to tear jaggedly. The tear also most likely led to the device leaking when nutrition was injected into through it. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 12551662 and revealed no related issues to this complaint. A lot history search was performed and found no related issues against lot number 12551662. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed sometime between (B)(6), 2010 and (B)(6), 2010. The exact date of placement is unknown. According to the complainant, on (B)(6), 2010, the y-port of the device was found to be torn and leaking. Tape was used on the y-port until (B)(6), 2010, when the device was replaced with another of the same type of y-port. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).